Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer blood glucose level ranged from 285mg/dl to 340 mg/dl, which was addressed with a correction bolus via the insulin pump. It was indicated that the customer was able to load a cartridge successfully and will continue to monitor system performance.